Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic bilateral inguinal hernia repair, while inserting the mesh through the structural balloon trocar, the valve stuck to the mesh after the mesh was trimmed and folded very tightly (four folds on each side). It was also reported that the valve seal disengaged and no device component fell into the patient's cavity. Another trocar was opened and used, and it worked well. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a laparoscopic bilateral inguinal hernia repair, while inserting the mesh through the structural balloon trocar, the valve stuck to the mesh after the mesh was trimmed and folded very tightly (four folds on each side). It was also reported that the valve seal disengaged. Another trocar was opened and used, and it worked well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the main valve seal was disengaged. The trocar balloon, lock collar and converter doors were intact. The inflation syringe and the obturator were not received. Functional testing noted that the lock collar moved up and down the cannula and securely locked in place. The converter doors moved properly and were fixed securely in place. The balloon was inflated using a test syringe and no leaks were detected. It was reported that the seal disengaged and insertion through port was difficult. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. Disengaged main valve seal may occur when excessive force is applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: follow all mesh manufacturer instructions on how to prepare the mesh and how to introduce it through a trocar. Never attempt to force a mesh through the trocar. Before introducing a mesh, consult the mesh instructions for use (IFU) to confirm its compatibility with the selected trocar size. Excessive force used to insert mesh through the trocar may lead to trocar seal disengagement as well as textile damage or impact mesh deployment. Damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.